Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings with symptoms of headache, dizziness, and nausea. The customer went to hospital where a laboratory blood glucose result of 309 mg/dl was obtained as compared to a sensor reading of 53 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and provided unspecified treatment via IV. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings with symptoms of headache, dizziness, and nausea. The customer went to hospital where a laboratory blood glucose result of 309 mg/dl was obtained as compared to a sensor reading of 53 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and provided unspecified treatment via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.